Manufacturer narrative:
Based on the claim against the product by the customer noting left eye on the surgeon side console (ssc) failed, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the reported failure was replicated/confirmed. The monitor was installed and tested. System started up with no image on the left hrsv monitor. The screen was completely black. The complaint regarding left eye on the surgeon side console (ssc) failure was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is being reported based on the following conclusion: it was reported that the left eye on the surgeon side console (ssc) failed during the start of the procedure (ports were placed) and surgeon completed the procedure with one eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the left eye on the surgeon side console (ssc) failed. Left eye was black. The surgeon was reportedly using only one eye on the ssc to complete the procedure. There was no patient injury reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.